Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire was confirmed and the damage appears to be related to use of the device. Two accucath deployment systems were returned for investigation (one was investigated under complaint record (B)(4)). Evidence of use was observed on sample investigated with this complaint record. Blood residue was visible on the needle, the catheter had been removed from the needle, and the safety mechanism was properly engaged. The coiled tip on the guidewire exhibited deformation from the out-of-box condition, but the wire was intact and no breaks were noted. The wire was bent, which caused dislocations in adjacent coils. At this time, based on the evidence provided with the returned sample, it appears that complications were encountered during the insertion process. The IFU states, ¿insert the needle into the vein and observe for blood return in the catheter.¿ the IFU warns, ¿do not force or retract the guidewire. Retracting the guidewire may increase the risk of guidewire damage. If the guidewire must be retracted, remove the entire device to prevent the needle from damaging or shearing the guidewire.¿ a lot history review (lhr) of reax0583 showed (B)(4) other similar product complaints from this lot number.

Event description:
Facility returned two devices. This file will address second device returned. No event description provided. On 05/10/2017 - returned sample revealed a bent guidewire with dislocations in adjacent coils.